Event description:
It was reported that the patient had undergone a paddle lead implant procedure and was discharged by the nursing staff with no antibiotics as per her discharging physician's orders. As a result, the patient developed an infection in her upper thoracic wound. The patient was administered oral antibiotics and a culture was taken, which later came back negative for infection. The paddle lead site is healing, and the patient is doing great. Additional information was received that there was a purulent drainage at the patients midline incision site.

Event description:
It was reported that the patient had undergone a paddle lead implant procedure and was discharged by the nursing staff with no antibiotics as per her discharging physician's orders. As a result, the patient developed an infection in her upper thoracic wound. The patient was administered oral antibiotics and a culture was taken, which later came back negative for infection. The paddle lead site is healing, and the patient is doing great.